Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation-evaluation. Reviews of complaint history, device history record, manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. No product was returned. No photos were provided. A search of the north american distribution center (nadc) database found all devices from the device lot have been shipped. No similar product from the same lot was available for investigation. The complaint device was not returned. Without the device returned, a conclusive cause for the issue could not be determined. There are multiple possible factors that could have caused the failure of the basket to open: handling damage cause during unpacking / use, location and size of the stone(s) being retrieved, the path of the device during use, and/or user technique. All devices are inspected for damage and functionality during manufacturing and quality control checks. Per the quality engineering risk assessment, no further action is warranted. We will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
During a ureteroscopy to remove a kidney stone in the proximal ureter, an unknown laser was used to break the stone into smaller pieces. After the laser was removed, a 2.2 ncircle basket was inserted into the patient in the straight position, but would not open out of the sheath. The urologist then opened a second 2.2 ncircle basket to finish the procedure. No adverse events have been reported as a result of the alleged malfunction.